Event description:
Allegedly, eprd reported 31 new complications for profemur® gladiator cemented first revision (3 infections, 9 dislocations, 1 fracture, 3 loosening, 3 other, 12 unknown failures, no further information was reported. This incident is capturing 12 unknown failures.